Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead that had externalized conductors. The externalization was confirmed by fluoroscopy. It was also noted that the lead had high capture threshold and high impedance. The lead was explanted and replaced. The patient was recovering.